Event description:
It was reported that pump became hot to touch while charging, and no temperature alarms were recorded in pump history at time of issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using pre-paid label, and was advised to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, while Technical Support arranged replacement pump and additional charging supplies.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.